Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the reservoir not fixed within the pump and ring is out. The blood glucose was 155 mg/dl at the time of the incident. The current blood glucose was 133 mg/dl. They waited for a while and blood glucose increased till 200 mg/dl. Then they treated with insulin to control it and now the blood glucose was 155 mg/dl. Customer stated that, the pump does show signs of physical damage with reservoir ring out of pump, with cracks. So she stated that insulin was not delivered so they did not go to hospital as everything was ok with the patient. The reservoir can be placed but not well fixed. Customer advised to replace and discontinue use of the pump and revert to backup plan. The insulin pump will not be returned for analysis.